Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported the deep brain stimulator (dbs) was helping the patient¿s tremor quite a bit, but then the patient developed limbic system issues and weren¿t behaving like themselves, however the rep. Didn¿t know if the behavior issues were stimulation induced. When the implantable neurostimulator (ins) was turned off, the symptoms would go away so the physician decided to have the patient leave the system off for two weeks, but the patient passed away on (B)(6) 2017. The cause of death or if it was related to the device was unknown. Relevant medical history includes parkinsons dual and movement disorders. Refer to manufacturing report #3004209178-2017-09525.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.